Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was/was not verified. The device was found out of specification in relation to the customer reported damaged/quiet/distorted speaker which was reproduced. Visual inspection determined the speaker was loose. The audio was found to be bad during idea testing. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a quiet speaker. There was no patient involvement. No additional information is available.